Manufacturer narrative:
(B)(4). Citation: acta chirurgica belgica 2017: 1-3.https://doi.org/10.1080/00015458.2017.1379803.

Event description:
It was reported in a journal article that the patient underwent a laparoscopic cholecystectomy on a date between january 2008 to december 2016. During the procedure, absorbable hemostat was used to achieve hemostasis in the operatory field. Post operatively, the patient was submitted for radiologic assessment for right-upper quadrant abdominal pain and/or acute diarrhea. The abdominal ultrascan revealed a subhepatic hypoechogenic mass with a hyperechoic rim. Abdominal contrast-enhanced computed tomography (cect) showed a heterogenous soft-tissue mass with areas of intrinsic calcification and mild contrast enhancement. The patient received analgesic therapy with complete recovery. The patient was not submitted to surgery. A scheduled abdominal us was performed 6 months after the diagnosis, it showed the persistence of the subhepatic mass with unaltered dimensions and characteristics.